Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Mrh femur and 15x155 stem were removed due to implant failure. A gmrs stem and femur were implanted.

Event description:
Mrh femur and 15x155 stem were removed due to implant failure. A gmrs stem and femur were implanted.

Manufacturer narrative:
An event regarding revision surgery involving a duracon stem was reported. The revision surgery was confirmed as a revision implant sheet was provided. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant . Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: revision surgery took place for unspecified reasons whereby the reported device was explanted. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as return of reported device, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.